Event description:
Infusion pump set for 125cc per hour per physician orders. Lactated ringers hung at 14:30 in 6/03. Approximately 16:30 it was noted that entire 1,000 cc's had infused and the pump was still set on 125 cc's per hour. Patient had no adverse effect. The unit was checked and it dispensed incorrectly.